Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed and the alleged battery not charging issues were verified. Additionally the alleged unexpected reset issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly on multiple, intermittent occasions. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating which resulted in the pump shutting down. Customer¿s blood glucose level was 140mg/dl. Reportedly the customer continued to use the pump for insulin therapy.